Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via system logs but could not reproduce the issue in-house. The unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the issue and replaced the generator. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device." Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the distributor clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the erbe generator did not apply monopolar energy when connected to a manual instrument in the moment of the first incision. Prior to calling technical support, the customer had already rebooted the generator. The csr confirmed that the cables were new. The csr rebooted the erbe again and the errors were clear, but the surgeon stated that the energy was coming out late and not strong enough. The customer tried with different monopolar cables and brand-new cables, but the issue persists. The customer would continue the surgery with only bipolar energy but would like the erbe to be replaced. The procedure was completed as planned with no reported injury. Isi followed up with the tse and obtained the following additional information: the procedure was completed as planned during the call.